Event description:
The physician reported during the treatment of an aneurysm, the detachable coil was released without complications. However, when the catheter was repositioned to treat the second aneurysm, the detachable coil that had been implanted migrated and blocked another artery. Two attempts to retrieve the coil with two different microcatheters were made, however, no attempts were successful. No further information was disclosed. There was no allegation of patient harm.

Manufacturer narrative:
The device in question will not be returned to boston scientific as it was implanted into the patient. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.